Event description:
Hydrothermal ablation set was not working. Machine was alarming that there was a problem with the heating canister. A second kit was opened and used to complete the procedure. Manufacturer response (as per reporter) for hta procedure set, htamanufacturer provided rga for product return evaluation.